Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting, battery was changed but the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display. Problem isolated to interface board. No constant tone noted during testing. Unit was also received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, missing reservoir tube o-ring and broken battery tube threads.